Event description:
It was reported that the patient presented to the clinic with a patient notifier for multiple episodes of non-sustained lead noise arising from post paced t-wave oversensing. The device was reprogrammed and a successful dft test was performed. The patient returned to clinic with the same alert. Some of the new signals appeared to be true non-sustained lead noise. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.